Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 3.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was further reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 63% stenosed, 32mmx4mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified left coronary artery. A 28x3.50mm promus premier drug- eluting stent was advanced to treat the lesion. However, the proximal part of stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 63% stenosed, 32mmx4mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified left coronary artery. A 28x3.50mm promus premier drug- eluting stent was advanced to treat the lesion. However, the proximal part of stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.